Manufacturer narrative:
(B)(4).

Event description:
It was reported that upon opening the kit in anesthesia, the swg was found kinked. As a result, a new kit was opened and used to successfully complete the procedure. A delay was reported, however, there was no additional harm ot the pt due to this delay or as a result of this occurrence.